Event description:
It was reported that during a procedure to treat a very long section of disease in the right coronary artery (rca), multiple stents were placed. It was noted that a small area of disease between two deployed stents was not treated with a stent. A 2.75x15 rx xience pro stent delivery system (sds) was advanced and during insertion through a previously deployed 38 mm stent within the rca, the stent dislodged from the balloon. Once located, the dislodged stent was deployed where it was in the rca with a small balloon. There were no further issues reported. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.